Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms was confirmed with the data captured in the submitted log file. The log file captured no external power alarm events on (B)(6). According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,300 rpm during the events. Power was restored and the no external power alarm cleared. Also, the log file captured intermittent power cable disconnect alarms while the system was supported on the 14v batteries/clips. According to the voltage values, the alarm events were not related to power exchanges. It was noted the intermittent alarm event was not captured when the system was supported on the mobile power unit. Additional information received on 10mar2021 indicated no system controller is returning at this time. Additional information communicated on (B)(6) 2021 indicated no batteries/battery clips are returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the suspected products associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 06apr2017. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including low voltage advisory alarm and ¿connect power¿ message. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced loss of power to one power cable. Power cable disconnect alarm was seen on both black and white cables while on batteries. It was reported that the patient stated they were able to cause an alarm when the white connection was manipulated. The patient was switched to the back-up controller hsc-06517 and the patient had another power cable disconnect alarm shortly after that. The patient reported multiple instances of no external power while connected to the mobile power unit (mpu). The outlet was working fine and power was not lost in the home. The mpu had a v-lock connector on the a/c power cord. It was not known if the power cord came loose at the wall/outlet or the back of the unit. Separately the patient was still having intermittent power cable disconnect alarms while on batteries. It happened on both black and white cables with all batteries. The log file review confirmed multiple loss of external power events while the patient was connected to the mpu. It was recommend to replace the mpu and return it for evaluation. The log also contained some power cable disconnects while on battery power. It was requested to issue a new controller, a new mpu, and 8 new batteries. The patient had a loaner mpu in the meantime. The cause of the power cable disconnect alarms was not known and the alarms had not resolved. The patient was frustrated. Related manufacturer report number of mpu: 2916596-2021-02280.